Event description:
It was reported that the customer noticed air bubbles coming past the o-rings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed pre-fill reservoir test. Reservoirs passed per inspection. No transfer guards occluded anomalies were found during analysis. Checked o-rings and stopper groove for defects and none were found. Ran basal and bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. No leakage or air bubbles. Inspected one opened and used reservoir. Perform pre-fill reservoir test. Reservoir passed per specification. No transfer guard occluded anomalies were found during analysis. Checked o-rings and stopper groove for defects and none were found. Ran basal and bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. No leakage or air bubbles.